Manufacturer narrative:
Results: the pusher assembly was fractured on its proximal end and was stuck inside the handle. The nose cone was removed from the handle body, and it was observed that the pusher assembly was further into the handle; therefore, the handle body was opened. The pull wire and hypotube was within the handle body. The distal fractured segments of the pusher assembly were measured to be approximately 37.0 cm and 131.5 cm. The pusher assembly had kinks throughout its length. Conclusions: evaluation of the returned handle confirmed that a pusher assembly was stuck within the handle and revealed that the pusher assembly was fractured. The nose cone was removed, and it was observed that the pull wire and pusher assembly was further inside the handle body. If the pusher assembly is forcefully advanced into the handle, or if the handle is repeatedly actuated while the pusher assembly is inserted, damage such as this may occur. Further evaluation revealed that the pusher assembly had an additional fracture and was kinked in multiple locations. This damage was likely incidental to the reported complaint and may have occurred after removal from the procedure. Penumbra handles are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a para-ophthalmic giant intracranial aneurysm (gia) using penumbra coil 400s (pc400), a penumbra coil 400 detachment handle (handle), a neuron max 6f 088 long sheath (neuron max), and a non-penumbra microcatheter. During the procedure, the physician placed and detached three pc400s into the target location using the handle. The physician then placed and detached a fourth pc400 in the aneurysm using the handle; however, the pusher assembly of the pc400 became jammed inside the handle and the physician was unable to remove it. Therefore, the handle was no longer used. The procedure was completed using an additional pc400 and a pod detachment handle (handle). There was no report of an adverse effect to the patient.